Event description:
Repeatedly, I have used the freestyle libre 14 day sensor, and it has fallen off within in days of placing on my arm. Several times, I was just trying to scan the sensor with my phone, and it just fell off, and I had to seek medical treatment for low blood sugar. Other times, the sensor will exhibit error messages when trying to scan the sensor forcing me to have to replace it with another sensor. In my opinion, abbott diabetes care, inc. Is aware that these sensors are faulty, and that is why the organization is eager to replace the sensor, and then have the customer return the sensor for" research and troubleshooting." As a consumer, I am frustrated and tired of spending money on these defective sensors, and my time in calling and getting a replacement days later. This process puts my life in jeopardy and causes a financial hardship on my family to replace the sensors while I wait for the company to send me a replacement. Lastly, if abbott diabetes care, inc. Is knowingly providing defective sensors then this is devastatingly unethical, and it could cause fatal circumstances for product users. FDA safety report ID #(B)(4).